Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy (egd) with duodenal bleed, the physician experienced difficulty with needle retraction. Additionally, pushing sclerosant (an injectable medication) through the needle was difficult. When withdrawing the injection gold probe from the scope, the needle tore the channel of the scope, no harm to the pt. The physician was able to put the needle back in, completing the case (repair of the duodenal bleed) with this device and electrocautery. The pt is reported to be "fine".